Event description:
Customer alleged when he drives up the ramp to get into his van, the chair falls backwards onto his anti-tip wheels and feels unsteady. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar-ts, serial number/date code (B)(6) is approximately 7 years 4 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that when driving over a flat surface at high speed the 3gar-ts power chair will bounce off the front casters to the rear anti-tippers. The consumer also stated that when he drives the power chair up a ramp to get into his van the chair will go backwards onto the anti-tippers and feels unsteady. He stated that when traversing up the ramp he uses spotters to ensure he drives straight. The consumer stated that the ramps he uses are 6 foot ramps. Degree of angle is unknown. Page 24 of the owners manual states a warning, "do not go up or down ramps or traverse slopes greater than 9°". Consumer advised that he has never gone off the ramp, just doesn't feel safe. The consumer stated that a few months ago he was driving his power chair on his driveway, which is sloped, and the chair tipped over. He was going up a steep hill at an angle. The warning on page 24 of the owners manual states not to traverse slopes greater than 9°, see previous paragraph for complete warning. Page 26 of the owners manual states a warning, "always traverse down ramps at a reduced, constant speed to maintain stability and to avoid hard braking or sudden stops. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. Always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the users weight forward resulting in reduced stability. Exercise caution and avoid sudden stops when traveling up or down an incline or over obstacles and rough terrain. If stopping becomes necessary under these driving conditions, release the joystick and allow the wheelchair to come to a full stop. Then proceed at a slower speed. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance". Page 27 continues with an additional warning, "to determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property." The consumer stated that he did not receive any injury or need any medical intervention.